Event description:
Reportedly, the screen of the programmer froze when launching threshold tests.

Manufacturer narrative:
Several communication errors occurred between the inductive telemetry head and the implant at 11:47 during a threshold test. As a result, the threshold test was stopped and the message "real time curve stopped by inductive telemetry loss" was displayed. The communication errors could have resulted from a poor positioning of the inductive telemetry head over the implant or from external perturbations, which disrupted the communication between the telemetry head and the implant, and could explain the reported freeze. This case is recorded for trend purpose.

Event description:
Reportedly, the screen of the programmer froze when lanching threshold tests.